Manufacturer narrative:
Device evaluation of monitor sn (B)(4) was completed. The cause the lower-than-anticipated energy levels during pulse testing was isolated to defective u16 and u18 mosfets on the defibrillator pca. The root cause for the defective u16 and u18 mosfets could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor delivered a lower-than-anticipated energy pulse during pulse testing.